Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose of 31 mg/dl and was treated by the paramedics. The customer was not taken to the hospital. The customer explained that his mother called him but he did not answer the call so she went to his house and found he was low and called 911. He was treated with sugar water IV and was fine within 2 minutes. The customer stated he changed the reservoir before going to bed and forgot to calibrate the sensor. Customer declined troubleshooting.